Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized with a diabetic coma. The blood glucose reading at the time of the incident was 20 mg/dl. The customer was treated with intravenous fluids and sugar and the blood glucose brought up to 191 mg/dl. The customer had been disconnected from the insulin pump during the manual prime. The customer reported that he may have accidentally programmed 25 units of insulin. The customer was unable to continue troubleshooting at the time and stated he would call back.